Event description:
The customer reported via phone call experiencing low and high blood glucose levels. The customer stated that the insulin pump alarmed low battery every 3 days and that she had a hard time keeping her blood glucose down. She stated that the battery indicator did not show less than 2 bars and that the battery did not last longer than 1 week. The customer's blood glucose was in the 300 mg/dl range, but her blood glucose dropped to 49 mg/dl during the week prior. She stated that her most recent blood glucose ranged between 150 and 423 mg/dl. She stated that she treated using the insulin pump, but her blood glucose was not coming down. She then treated with a manual injection. The customer was unable to complete troubleshooting, stating that she would have to call back in order to continue the process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.